Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis of desktop charger (serial no (B)(6)) found "broken connector pins at the end of the cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the recharger would not power on or charge and the connector pin of the dtc wouldn't fit into the insr the correct way. Pt was able to plug the connector pin into the insr upside down and the recharger still didn't come on or respond. Ps reviewed process to replace insr with wr and messaged field to start transition.